Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. No conclusion can be drawn as repair information is unavailable. No patient or staff injury were reported.

Event description:
The customer reported that the 8800 system's collimator was sticking. No patient injury was reported.